Manufacturer narrative:
In interview with customer, customer was unsure as to whether the bed's inability to lower its head section contributed to the patient coding and subsequent expiration. As bed may have contributed to the patient's coding, this incident is being reported. An inspection of the bed frame found it to be in good working condition. An inspection of the hand control which controls the head up/down functionality found that the bridge pins became disconnected from the connector, rendering the hand control inoperable and unable to control the head up/down function. Stress testing of the hand control found that the hand control successfully passed testing for iec 60601 + am.1 & 2, indicating the hand control was subjected to a pull force in excess of iec 60601 + am.1 & 2 standards as a result of abuse or use inconsistent with its design intent.

Event description:
Customer reported that the bed had either a user error or equipment malfunction problem with the head of the bed. Nurses when to reposition the patient but the head of the bed would not go down. Patient started going into respiratory distress. Patient was removed from bed, and was placed on a facility owned bed. Patient coded and ended up passing.